Manufacturer narrative:
Concomitant medical products: 4076 lead, implanted (B)(6) 2012.

Event description:
It was reported that the device moved in the pocket to an uncomfortable position for the patient and was subsequently relocated. During the relocation of the device, the insulation of the left ventricular lead body seemed to be pulled out of the insulation of the is-1 plug. The conduct laid free. The lead was partially removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the partial lead in segments was returned, analyzed, and no anomalies were found. The proximal conductor of the lead became extrinsically distorted due to pulling/stretching/overstress. The distal conductor of the lead became extrinsically distorted due to pulling/stretching/overstress. Visual summary: analysis of the lead indicated stretching. Visual summary analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.